Event description:
Additional info received 5/1/99: the returned device passed all functional testing and no failure occurred. There is insufficient info to make a definitive determination as to what caused the pressure drop during the procedure.